Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported the insulin pump had cracks. The drive support cap appeared to be damaged, it was sticking out. The customer did not press it in. Customer was unaware of how damage occurred. Customer's blood glucose was 10.2mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.